Event description:
It was reported that the patient went to the hospital two weeks before surgery because his inflatable penile prosthesis was not working as intended. The doctor and nurses performed troubleshooting techniques, but it did not resolved the issue. Tests showed that when the pump was pressed it was squeezed (dimpled). Pump and cylinders were removed and replaced. The new device was tested several times before completing the operation and the patient was retrained with the procedure for using the pump. The patient had a good outcome following the procedure.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegations of pump collapsed/dimpled/flat and device has mechanical were not confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders were pressure tested and performed within specifications. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and performed within specification.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because his inflatable penile prosthesis was not working as intended. The doctor and nurses performed troubleshooting techniques, but it did not resolved the issue. Tests showed that when the pump was pressed it was squeezed (dimpled). Pump and cylinders were removed and replaced. The new device was tested several times before completing the operation and the patient was retrained with the procedure for using the pump. The patient had a good outcome following the procedure.